Manufacturer narrative:
Device passed rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed a motor error alarm during prime. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.